Event description:
It was reported that about a month after implant, the right atrial (ra) lead had high thresholds and undersensing of p waves. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted (B)(6) 2014; 419688 lead, implanted (B)(6) 2014. (B)(4).